Event description:
It was reported that during a laparoscopic sigmoid colectomy procedure, the device did not deploy staples on green reloads. The surgeon said after the staples did not deploy, the stapler jammed. The surgeon converted the case to an open procedure.

Manufacturer narrative:
(B)(4). The batch record was reviewed and no anomalies were noted during the manufacturing process. The analysis results found that the (B)(4) device was received in good visual condition and with seven reloads present as follows: cartridge (b), tr45w, (B)(4), was received fully fired and normal lockout. Cartridge (c), tr45w, (B)(4), was received fully fired and normal lockout. Cartridge (d), tr45w, (B)(4), was received unfired. Cartridge (e, f, g), tr45g (B)(4), were received fully fired and normal lockout.. Cartridge (h), tr45g, (B)(4), was received fully fired and normal lockout. In addition the returned reloads were disassembled to verify the condition of the internal components and no anomalies were noted; no damage on deck was found. The device was tested for functionality with the returned cartridge (d) and it fired, cut and formed all the staples as intended. The device fired and cut without any difficulties, the staple line was complete, the cut line was complete and the staples were noted to have the proper b-formed shape. The event could not be confirmed as the device performed properly during testing. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis.